Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was loose and partially unplugged from j1001, with a wire in the receptacle being cut. The connector j1001 was also broken. The root cause for the damaged connector was excessive force. The root cause for the broken j1001 was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case.